Manufacturer narrative:
Eval summary: in general, the surgical technique recommends to only insert an articular surface once and warns to never reinsert the same articular surface on a tibial base plate. It is likely that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument and upon attempting to reinsert was further damaged. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Although this is a possibility it cannot be determined conclusively with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon could not lock the articular surface into the tibial tray. Surgery was completed with another articular surface of the same size.